Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic device with no other devices. The pull grip was completely pulled back. The stent was not returned for analysis. The shaft was kinked 10.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and reported partial deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. A 6x100x120 epic¿ vascular stent was selected. During preparation of the device, the distal tip of the delivery catheter was pulled. It was then noted that the distal tip of the stent had been partially deployed. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that partial deployment of stent occurred. A 6x100x120 epic vascular stent was selected. During preparation of the device, the distal tip of the delivery catheter was pulled. It was then noted that the distal tip of the stent had been partially deployed. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).